Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-12041. It was reported the patient's leads had migrated resulting in a loss of stimulation. Surgical intervention may be pending to address the issue.

Event description:
Related manufacturer reference number: 1627487-2019-12041. It was reported during follow up the patient underwent surgical intervention during which the patients leads were explanted and replaced. Surgical intervention addressed the issue.